Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that, during a routine follow up, loss of capture was noted for this lead. There was no capture at 5.0 v at 2.0ms. An x-ray showed that the lead had dislodged. A revision procedure was performed. The lead was extracted, and another lead was placed. At this time, no adverse patient effects were reported as a result of this observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.